Event description:
Event description guidant received information that replacement procedure for this patient's pacemaker, this bipolar ventricular lead was exhibiting loss of capture. This lead, as well as the atrial lead was removed from service and surgically abandoned. A new guidant system was successfully implanted. No other adverse events have been reported.